Event description:
The bilateral patient fell and hit her head ( in the right temporal bone region) on (B)(6) 2015. The pinna was cut open, no obvious swelling over implant site. The patient was unable to wear processor due to pain/discomfort on pinna for one day. When processor was put on the following day, it was not working. The implant was checked after troubleshooting the externals but it was still not working.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report with the reported accident appear to match the damage found. This is a final report.

Event description:
The bilateral patient fell and hit her head (in the right temporal bone region) on the (B)(6) 2015. The pinna was cut open, no obvious swelling over implant site. The patient was unable to wear the audio processor due to pain/discomfort on the pinna for one day. When the audio processor was put on the following day, it was not working. The implant was checked after troubleshooting the externals but it was still not working.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.